Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the suction irrigator instrument had a missing tip upon removing the insturment tip left inside patient. The instrument was withdrawn. The fragment was retrieved during the same procedure. The procedure was completed with no reported injury. Intuitive surgical (is) contacted the site and obtained the following additional information regarding this event: the suction irrigator instrument was involved in this case and was no longer available to for return to is for evaluation. There was no harm to the patient and the incident resulted in a procedure delay of 10-15 minutes. The instrument was inspected prior to use and there was no damage or anything out of the ordinary. The device fragment fell inside the patient during the instrument removal. The customer was not sure what the surgeon believed caused the instrument to break or caused the fragment falling issue and how long was the instrument in use prior to the issue. The surgeon did not notice any issues with the functionality of the instrument during the surgical procedure. The suction/irrigation function was working fine. In addition, it was unsure if the instrument collided with any other instruments or other hard material during the surgical procedure. The fragment(s) fall inside the patient during an instrument tip/accessory collision. The tip stayed inside the patient and was later recovered. The customer was not sure if the instrument was removed during the procedure (prior to the breakage) and if the surgical staff felt any resistance upon removal of the instrument through the cannula. Furthermore, upon final removal of the instrument, it was unknown if the wrist was straightened, if the surgical staff felt any resistance upon removal of the instrument through the cannula, if the surgical staff noticed any damage to the cannula after the event occurred, and if the surgical staff noticed any other damage to the instrument after the event occurred. The fragment was retrieved with the assist port and all fragments were retrieved. It was confirmed as it was a complete piece. No additional surgical procedure was required to remove the fragment and there were no post-operative tests like an x-ray or ultrasound performed to check for remaining fragments. The procedure was completed robotically (robotic-assisted surgery ras). The patient did not return to the hospital due to experiencing any post-surgical complications related to retaining a foreign object. The fragment will not be returned back to is. Patient-related information was not available.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. An RMA was not issued for return as the customer reported that the suction irrigator instrument was disposed. Although the complaint was not confirmed by failure analysis since the product was not returned. The root cause of the customer-reported failure mode could not be determined as the product would not been returned for evaluation.